Manufacturer narrative:
Concomitant medical products: w2dr01, ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation short v-v intervals and noise were noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.